Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which caused blood glucose levels to rise to 600 mg/dl. Customer did not require assistance from a third party as a correction bolus was administered via pump. Reportedly, the customer was not properly removing residual air from the cartridge. Customer was educated on the proper load techniques. To resolve the issue, the customer changed the soft cannula infusion set and cartridge and resumed insulin. Customer experienced frequent occlusion issues, and cts was contacted for further assistance.